Event description:
Additional information received reported that the patient experienced scar tissue soreness and pain at the incision site. The device worked fabulously.

Event description:
It was reported that the patient's implant had improved her life style as far as working to control her bladder problem, but she had experienced intense pain at the incision site that was not letting up. Sometimes the pain was very sharp and would make her stop and take a breath. The patient rated the pain as at least a 7, and was taking "phefeproben" every six hours without relief. The patient could also feel the corners of the implant. The patient had an appointment scheduled with her hcp on (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, lot # v858764, implanted: (B)(6) 2011, explanted: na; programmer model 3037, serial # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) caused pain in the implant location and there had to be a surgical revision. The hcp found normal impedance measurements. Device settings were changed to reduce grounding in the ins case. This gave some immediate relief of the pain. There was temporary relief with injections of kinolos and lidocaine. Oral pain medications, amitriptyline, gabapentin, and cymbalta were also tried. Ten days later, there was continued tenderness at the device location. The pain progressed until revision. Surgical revision to relocate the ins took place eight months after implant. Lessening of the pain was reported at follow up, two weeks after the revision.

Manufacturer narrative:
(B)(4).

Event description:
Additional information confirmed that the patient's implantable neurostimulator (ins) was relocated "deeper" into their body on (B)(6) 2012. The patient stated that they had still tenderness and a slight constant pain at the incision site and wondered if the pain would diminish or if this was scar tissue pain. If additional information is received, a follow-up report will be sent